Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment. Results: the returned device was confirmed to be fractured upon visual inspection. No relevant manufacturing issues were identified as all released units met stryker specifications. Conclusion: the plausible root cause of the reported event is a high impaction force caused by malleting and a tight disc space.

Event description:
It was reported that; the implant was connected to the inserter device properly; excessive torque was used due to the anatomy of the patient. When the inserter was hit with the mallet, the implant broke. A 7mm cage was used to complete the surgery. Rep indicated: the connection between the implant and the inserter doesn't marry properly; when a mallet is used the space allows for give & spring load force.

Event description:
It was reported that; the implant was connected to the inserter device properly; excessive torque was used due to the anatomy of the patient. When the inserter was hit with the mallet, the implant broke. A 7mm cage was used to complete the surgery. Rep indicated: the connection between the implant and the inserter doesn't marry properly; when a mallet is used the space allows for give & spring load force.